Manufacturer narrative:
The following devices have been returned to the manufacturer on 09/09/2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02326, 3007042319-2015-02327 and 3007042319-2015-02328) submitted for devices related to the same event.

Event description:
The vad (ventricular assist device) coordinator in (B)(6), that the patient experienced "power switching". An elective controller exchanged was performed in which it was reported that the patient had no symptoms during the exchange. Investigation is ongoing. This is report 3 of 3.

Manufacturer narrative:
Batteries (B)(4): based on the results of the previous manufacturer's internal investigation, field actions (fsca apr2014/2014.1) and changes to the battery internal cell supplier, additional investigation of this event is not required at this time. The reported event can be attributed to faulty internal cells within the battery pack. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. (B)(4) - battery / catalog number 1650de / expiration date 2015-05-31. (B)(4) - battery / catalog number 1650de / expiration date 2015-05-31. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02326, 3007042319-2015-02327 and 3007042319-2015-02328) submitted for devices related to the same event.